Manufacturer narrative:
Concomitant medical products: product ID: neu unknown: lead. Serial#: unknown, product type: lead, product ID: neu_unknown_lead, serial# unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown ; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep is in the or for a lead revision case. The caller states that the pt is having the revision because one lead was 'bad', showing contacts >40k ohms. During this case, both leads were explanted and to be replaced. The caller states that one of the new leads appears to have in range impedances but the other lead shows issues. The caller notes when the switch the leads in the ports, the issue follows the one 'bad' lead in particular. During the call the caller noted that in the 8-15 port all contacts showing >40k ohms except 15 is green. Tss reviewed that generally if all contacts are greater than 40k ohms than it is likely an alignment issue or the lead is not fully inserted. The caller states they have wiped down and taken the lead out to troubleshoot. The caller was concerned that the lead is acting the same as the lead that was explanted (the initial lead with the initial impedances problem). Tss reviewed because the impedance issue is following the lead, it is unlikely the ins is the issue. Caller will retrieve a wens and test further and will replace if necessary.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown. Implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead would be sent back for analysis, cause not determined. Lead was re-seated, dried the lead, changed ports and the >40k ohms followed the lead to the other port. The lead was removed lead and placed a new lead.